Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. Info was requested by baxter regarding whether or not the incident occurred during pt use or during biomed testing and whether there has been a report of any pt incident involving this pump since the last baxter service event, but no additional info was available. Additional contact info was requested but no additional contact was identified.